Event description:
The pt received therasphere treatment at (B)(6), on the (B)(6) 2014, receiving a 3.5 and a 7 gbq dose to the left lobe. No further info for pt's medical history or treatment is available at present. One week after the treatment, the pt went to (B)(6). She had some necrosis at stomach, gallbladder and duodenum. She had surgery on the (B)(6). Add'l info regarding surgery and outcome has been requested. Dr (B)(6) first got in touch with the distributor (B)(4) to check if any add'l protection is required during the surgery and they contacted the (B)(6) for more info.

Manufacturer narrative:
Necrosis of stomach, gallbladder and duodenum was probably related to delivery of therasphere to extrahepatic vessels. No add'l actions recommended at this time. Add'l info regarding surgery and outcome has been requested.